Event description:
The threads on the pinnacle inserter handle are cross threaded.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: examination of the returned duraloc str cup impactor confirms the reported event of the threads being cross threaded. A pin trial shell 52 std profile (lot-j0211) with damaged threads was also returned. A complaint database search finds other similar reported events with the root cause being attributed to misuse and wear out. The root cause is attributed to misuse based on the damaged threads on both returned devices. Based on the root cause of misuse, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.